Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection found no damage. The device failed functional testing as it loses connection to the sensor and is unable to obtain measurements when the cable is twisted and moved around. X-ray inspection of the cable showed internal damage to the cable. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Event description:
The customer reported intermittent signal through cable. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported intermittent signal through cable. No patient impact or consequences were reported.